Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to noise and oversensing. The ra lead was replaced at the same time the device was being upgraded to a cardiac resynchronization therapy defibrillator (crt-d) device. No additional adverse patient effects were report.